Event description:
Customer reported that as the pa line was removed the md noted that the catheter was not intact. Immediate intervention began. Chest was opened at bedside. The catheter ultimately was retrieved from the right pulmonary artery in radiology.